Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd vacutainer® ultratouch¿ push button blood collection set had leakage and air bubbles. The following information was provided by the initial reporter, "material no. 367364, batch no. 8249582. It was reported that the safety lock is pressed the needle retracts and blood splashes all over her hands. One of my pharmacy nurses had an issue with the vacutainer. When she pressed the safety lock the needle retracts and blood splashed all over her hands. Lots of air in the tubing. You need to throw out 2 tubes (to prime) otherwise you loose suction. Difficult to see if you¿re in the vein (hard to see flash back due to black arrow."

Manufacturer narrative:
Date of event: unknown. Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® ultratouch¿ push button blood collection set had leakage and air bubbles. The following information was provided by the initial reporter, "material no. 367364 batch no. 8249582. It was reported that the safety lock is pressed the needle retracts and blood splashes all over her hands. One of my pharmacy nurses had an issue with the vacutainer. When she pressed the safety lock the needle retracts and blood splashed all over her hands. Lots of air in the tubing. You need to throw out 2 tubes (to prime) otherwise you loose suction. Difficult to see if you¿re in the vein (hard to see flash back due to black arrow."